Event description:
Patient scheduled for posterior cervical fusion. At the end of the procedure, it was noted that the pin sites on the head had shifted. The left posterior pin site had a one inch tear. The laceration was sutured by the surgeon.